Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg due to patients robust size and cognitive decline. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned.